Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked the patient was given an indwelling needle for fluids in the evening, and when it was put on there was oozing of blood at the upper end of the needle handle, and there was oozing of fluid when the fluid was opened.

Manufacturer narrative:
1. The customer returned 1 photo, no defective sample. The photo show that the catheter hub outside the metal wedge of the sample is cracked. 2. Production record check (lot#4243811): 1) this batch of products will be assembled in jingma automatic line 2 in sep 2024, and packaged in r240 packaging line in sep 2024, with a work order quantity of (B)(4) pieces. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Performed 45psi leakage test for the retained samples of this batch, the test is passed, no leakage is found on the sample. 4. This defect may involve the raw material (metal wedge, catheter hub) and the catheter hub swaging process. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The returned photo shows that the catheter hub outside the metal wedge is cracked, but as no defective sample has been received, relevant tests cannot be performed, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information is available.